Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set introducer needle fracture event on (B)(6) 2025 during use. The insertion site was abdomen. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch 6010287, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010287 was manufactured according to the work instruction (wi) version 82, packaged in the machine multivac 12, on 14/nov/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4l01683 was manufactured according to the wi version 27 and assembled in the quickset line, on 14/nov/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4l01684 was manufactured according to the wi version 27 and assembled in the quickset line, on 14-nov-2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.